Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has experienced bent cannulas but the insulin pump has not given any no delivery alarms. The customer did not have the tubing clamp to conduct the high pressure test at the time of the call. A tubing clamp was shipped to the customer. Nothing further was reported.